Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify how the device was distorted and damaged. Was the sleeve (cannula) melted due to being touched by the harmonic device? The doctor thought so. Was there damage to any other portion of the trocar? No information. Were there any pieces broken off of the device as a result? No information . If yes, were those pieces removed from the patient? Na. If yes, will any broken pieces be returning with the device? Na. Or were the broken pieces disposed of? Na. The following information was requested, but unavailable: as you reported surgeon believed trocar melted, was there any burn to patient? If there was burn, was burn 1st degree, requiring no treatment? Or was burn 2nd degree or 3rd degree? If 2nd or 3rd degree, what treatment was provided to patient? What is patient's current status?

Event description:
It was reported that after a laparoscopic gastrectomy, it was found that the device was distorted and damaged after it was removed from the patient. The doctor commented that he had brought a camera close to the target tissue since the tissue had been quite adhesive. No pieces fell into the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: as you reported surgeon believed trocar melted, was there any burn to patient? --- no. If there was burn, was burn 1st degree, requiring no treatment? --- na. Or was burn 2nd degree or 3rd degree? --- na. If 2nd or 3rd degree, what treatment was provided to patient? --- na. What is patient's current status? --- no information. The analysis results found that the (B)(4) device was received with the tip of the sleeve melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.